Manufacturer narrative:
The user facility was unable to provide a sample for investigation. The plant investigation is in progress. A supplemental medwatch will be submitted upon completion of the investigation.

Event description:
A user facility's technical manager (tm) contacted fresenius medical care for information about a reported dialyzer "reaction". He stated a patient experienced a drop in her blood pressure during hemodialysis at the hospital and was taken off the fresenius dialyzer. He was unable to provide any details on the event. According to the tm, the patient had a similar event at his outpatient treatment facility using another manufacturer's dialyzer but stated during this event, the patient was able to complete her treatment without medical intervention. Contact was made with the manager of the acute dialysis program of the hospital. He denied any knowledge of the event. No sample is available.

Manufacturer narrative:
Although requested, medical records were not returned. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product in the three months prior to the event were reviewed and a lot number was not able to be determined. Review of the batch production records for each lot number delivered to the facility three months prior to the complaint date did not reveal a probable cause for the customer complaint. All dialyzer lots passed pyrogen testing and sterilization dosage was within parameters. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances that relate to the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.

Event description:
Additional follow up was performed with the clinic manager (cm) of the facility which reported the event. According to the cm, the information about a possible "reaction" to the dialyzer was received verbally from the physician. She confirmed the patient developed anxiety and hypotension during the dialysis treatment but that she exhibited the same symptoms when the dialyzer was changed to another manufacturer's dialyzer, so she was placed back on the fresenius dialyzer. They determined the patient was anxious and proceeded accordingly. Medical records were requested however, none were provided to the hospital upon transfer of the patient to her facility so there is no documentation of the event available to her. The cm confirmed she doesn't know any further information.